Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-09495. It was reported that catheter entrapment on guidewire occurred. During procedure, a stingray catheter and a 300cm stingray guidewire were selected to help treat a chronic totally occluded (cto) lesion. When the stingray catheter and stingray guidewire were placed inside the patient's body, it was noticed that the two devices were fused and stuck together. The physician was unable to remove the stingray catheter off from the stingray guidewire. Both devices were pulled out from the cto lesion as one unit. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Microscopic examination presented no damage or irregularities in the shaft/core of the device. The outer diameter (od) of the returned guidewire from the procedure was measured was within the specifications. Microscopic examination presented no damage or irregularities to the coil. Functional testing was performed by loading the stingray guidewire through the entire length of the stingray catheter with no resistance. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-09495. It was reported that catheter entrapment on guidewire occurred. During procedure, a stingray catheter and a 300cm stingray guidewire were selected to help treat a chronic totally occluded (cto) lesion. When the stingray catheter and stingray guidewire were placed inside the patient's body, it was noticed that the two devices were fused and stuck together. The physician was unable to remove the stingray catheter off from the stingray guidewire. Both devices were pulled out from the cto lesion as one unit. No patient complications were reported and the patient's status is fine.